Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h11: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device returned with the clip assembly attached and without any visible failure. Microscopic examination was performed, no visible problem in the clip arms. Functional analysis was performed, the device was able to open the arms in fully range. No other problems with the device were noted. The reported event of clip could not open was not confirmed; however, device use of device issue - misuse was confirmed. Investigation found that the device opens the jaws in his full range without any issues during functional testing. Misuse of the device was identified as this occurred because the procedure is designed specifically for forward-viewing endoscopes, but a duodenoscope was used in the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
Note: this report pertains to one of two resolution 360 clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 clip devices were used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the duodenoscope was used to pass the clip to hold the ampulla in place but would not open properly and could not be deployed. The account believes this is due to the angle of exit via the duodenoscope. Additionally, the same problem occurred on the other resolution 360 clip. The procedure was not completed due to this event. There were no patient complications have been reported as a result of this event. Note: it was reported that the scope used was a duodenoscope. However, per the instructions for use, hemostasis clip is designed to be compatible with forward viewing endoscopes only.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to one of two resolution 360 clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 clip devices were used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the duodenoscope was used to pass the clip to hold the ampulla in place but would not open properly and could not be deployed. The account believes this is due to the angle of exit via the duodenoscope. Additionally, the same problem occurred on the other resolution 360 clip. The procedure was not completed due to this event. There were no patient complications have been reported as a result of this event. Note: it was reported that the scope used was a duodenoscope. However, per the instructions for use, hemostasis clip is designed to be compatible with forward viewing endoscopes only.